Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear without the devices to examine. Provided information stated the polyethylene component was impinged which was the likely root cause of the polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the tibia. During patient hyperextension, the tibial insert impinged on the femoral component causing poly wear.